Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) in site #3 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician reports that the implant was restored by the general dentist with an abutment and a cement retained crown. The surgeon reports that some time after restoration, the pt noticed a loosening of the crown. It turned out to be a loosening of the implant. The implant was removed on (B)(6) 2012. Pt was asymptomatic. Medical history: no significant findings.